Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on (B)(6) 2025. Following j&j medtech procedures, a visual inspection and magnetic sensor functionality test of the returned device were performed. Visual analysis of the returned device revealed reddish brown material inside and a hole on the pebax with internal parts exposed. The device was connected to the carto 3 system and it was recognized and visualized correctly. No magnetic sensor error or failures were observed. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the complaint were found during the review. The magnetic sensor error reported by the customer could not be replicated, however, the reddish material on the pebax could be related to the magnetic issue. Therefore, the complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use state: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax with internal parts exposed. They got a magnetic sensor error # 105 when the thermocool smarttouch sf catheter was connected to the patient interface unit (piu) on the carto 3 system. Changing out the catheter cable did not resolve the error. Changing out the catheter resolved the error and the procedure was continued and subsequently completed. No patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2025, observed reddish brown material inside and a hole on the pebax with internal parts exposed. The event was originally considered non-reportable, however, bwi became aware of a hole on the pebax with internal parts exposed on (B)(6) 2025 and have assessed this returned condition as reportable